Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced an cardiovascular event and subsequently expired on an unknown date after use of the product.